Event description:
It was reported to gems that three out of four 1/4 x 20 flat head screws that mount the collimator interface plate had fallen out. The fourth one was loose. No injury was reported. The field engineer tightened the four screws and put loctite on the threads.